Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, when farawave is inserted into the faradrive, and a reverse blood flow is pulled out, an event where the air is pulled out endlessly has occurred. The procedure was successfully completed after the sheath was replaced. No patient complications were reported. The device was returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, when farawave is inserted into the faradrive, and a reverse blood flow is pulled out, an event where the air is pulled out endlessly has occurred. The procedure was successfully completed after the sheath was replaced. No patient complications were reported. The device is expected to be returned.